Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have a broken grip at the grip base. A piece approximately 15.01mm x 4.45mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing off-label surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. Additional observation(s) not reported by site: the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be broken. Components adjacent to the dislodged molded insulator show damage which may indicate potential broke tips. The probable root cause is attributed to a mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a broken grasper. The procedure was completed with no reported injury.